Manufacturer narrative:
This event occurred on an unspecified date in 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set was mistakenly connected to the IV line. It was further reported that an epidural line was connected to the IV line. The set was used to infuse ropivicaine. This event occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.